Event description:
It is reported that the pt presented with a periprosthetic fracture which has caused the original stem to be loose. After removing the m/l taper and femoral head, the pt was then converted to a beaded fullcoat stem and a new femoral head.

Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height weight, activity level, type of activity (low impact vs high impact) and relevant medical history are unk. A definitive root cause cannot be determined with the info provided. Eval: the mfg records were reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.